Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an inaccurate high reading on their one touch ultralink meter. The patient was exhibiting symptoms of feeling dizzy and did not want to move on (B)(6) 2010 at around 7:00pm. She tested on her one touch ultralink meter and obtained 86 mg/dl and 90 mg/dl. She then tested on her uitramini meter less than 30 minutes later and obtained a 51 mg/dl. Readings were greater than 30 mg/dl (1.7 mmol/l) or 30% .she did not self-treat or seek any medical attention or contact her physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips failed using the control solution. The products were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient exhibited symptoms prior to testing and the symptoms are not suggestive symptom of a serious injury. The complaint is being reported since the readings failed using the control solution.

Manufacturer narrative:
Correction to the original manufacturer narrative: follow-up #1 ((B)(4) 2012). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips involved with this complaint failed testing. The control solution result was above the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective lcd display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.